Event description:
"One ca080 broke off in pt and the two others are faulty." Pt is doing well.

Manufacturer narrative:
Product has not been returned to the MFR for eval. If product is returned eval will be completed and final report will be submitted.